Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 09/30/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2014/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked below the finger pad to the case seal. Unrelated to the complaint, the bolus button cover and slug were detached from the pump, exposing the internal button contact. (B)(6).